Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that prior to the procedure, an envoy da xb, 6f, 95 cm, mpd catheter (67125895db, 31521990) had a whole tip and leaks. There was no cause of any harm to the procedure. There was no patient injury reported. Additional event information received on 22-sep-2025 indicated that the device was stored and handled according to the instructions for use (IFU). The damage was noticed when nurse flushed envoy lumen. The device was returned to j&j medtech for further evaluation. A non-sterile envoy da xb, 6f, 95 cm, mpd catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no apparent damage was noted. The proximal end of the catheter was inspected under magnification, and no cracks nor fractures were found neither on the luer hub or the proximal end of the shaft. No exposed internal wires nor breaks in the device¿s integrity were found. The catheter was flushed using a lab sample syringe, and no water leakage that could indicate a crack was identified. Since no break in device integrity was found, the issue regarding a catheter leakage cannot be confirmed. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The kink and compressed conditions were not originally reported, and the exact time of occurrence cannot be determined. It is suggested that these damages could be the result of the handling post-procedure of the device; therefore, these are not considered related to the issue reported. A manufacturing record evaluation was performed for the finished device 31521990 number, and no internal actions related to the malfunction were identified. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that prior to the procedure, an envoy da xb, 6f, 95 cm, mpd catheter (67125895db, 31521990) had a whole tip and leaks. There was no cause of any harm to the procedure. There was no patient injury reported. Additional event information received on 22-sep-2025 indicated that the device was stored and handled according to the instructions for use (IFU). The damage was noticed when nurse flushed envoy lumen.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.